Event description:
The patient reported some loss of therapeutic efficacy in the left arm. The hcp attempted to treat the patient by increasing the stim, but the patient then had speech issues. No patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.

Manufacturer narrative:
.